Manufacturer narrative:
The investigation for the reported access site bleeding and the delivery issues has been completed. The site reported that there was difficulty inserting impella 5.5 due to small patient anatomy. Additionally, the site reported bleeding around the sheath through the graft during insertion. The decision was made to insert impella cp instead. The root cause of the delivery issues was related to patient anatomy. A root cause for the reported bleeding could not be determined through this evaluation as no product was returned for evaluation. The instructions for use provides suggestions on preventing trauma to insertion site. It states ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that during insertion. There was bleeding through the graft around the sheath due to the patient's anatomy. The 5.5 pump was removed and an impella cp was placed. The patient received two units of blood for blood loss during the attempted insertion.